Event description:
According to the available information, on day 1 of the prostatectomy the catheter fell out and it was observed the balloon was deflated.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 9261070. Our subcontractor was informed of this issue and performed a documentary investigation which revealed no anomaly recorded during production, but this issue could be caused by a raw material issue. Similar case study was done based on same item number aa6120, same defect: 6 similar cases were found.

Event description:
According to the available information, on day 1 of the prostatectomy the catheter fell out and it was observed the balloon was deflated.